Event description:
Two patient samples with discrepant bicarbonate results. Patient 1 initial results 57.1 mmol/l, repeat 28.2 mmol/l. Patient 2 initial result 48.6 mmol/l, repeat 29.8 mmol/l. Erroneous results were not reported. Field service representative determined root cause to be a clogged rinse station and cleaned the fluidic system. Performance tests were performed which were within specification.